Event description:
It was reported that "loaner set was returned to warehouse with the inner shaft broken."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.